Event description:
A customer in (B)(6) reported false positive results while using the; vidas &#58642;oponin I ultra. Patient samples were taken twice on the (B)(6) patient with chest pain tachycardia. The initial results were result 0.14 ng / l (rfv 50) automatic d1 position. Meanwhile the patient is sent to the hospital tniu negative result in hyper sensitive assay technique. A second batch was run with the results as <0.01.

Manufacturer narrative:
A customer in france reported false positive results while using the; vidas ®troponin I ultra. An internal biomérieux investigation was performed and results are as follows: no CAPA and/or nonconformities linked with vidas® troponin I ultra lot 1004421900/161025-0. The batch history record does not show any anomaly linked with customer problem. Testing on internal samples from quality control laboratory and efs samples: three (3) internals samples (low level) were tested with the retained kit and the returned kit lot 1004421900/161025-0. The results confirmed there is no problem with the returned kit lot 1004421900/161025-0. The comparison between the results obtained now and the activity results obtained during the quality control process, do not show a drift. Ten (10) efs samples were tested. The 10 samples were tested in duplicate on the returned kit. The results obtained (20 tests) were <0.01 ug/l. No defects were noted. The results were repeated with the efs samples (six times) on vidas® pc and (six times) on vidas® 3; there were no observed anomalies. The results (six tests) were <0.01 ug/l. In the vidas® troponin I ultra package insert, it is written that, "samples separated from the clot can be stored at 2-8°c in stoppered tubes for up to 48 hours after collection; if longer storage is required, freeze the sera or plasma for up to 4 months at < - 60°c." Also the preanalytical steps are important for the robustness of the results obtained on vidas®, and particularly on vidas® 3. Moreover, in the package insert, it is, "recommended not to use samples that are clearly hemolyzed, lipemic or icteric and, if possible, to collect a new sample." Vidas® troponin I ultra lot 1004421900/161025-0 is functioning within the expected performance.